Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The describe error was analyzed in the (B)(4) laboratory. Gas transfer and blood side pressure drop testing was performed on the returned complaint sample. The returned complaint sample met all requirements for gas transfer and pressure drop testing. No issues were identified. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), the pressure decreased on be-01970311-pls d with lot number 70071342. The customer replaced the unit. No clots were identified in the venous and arterial side of the oxygenator upon inspection. (B)(4).